Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and to provide the results of the manufacturer's investigation. For additional information provided by the customer, see b5. As part of the investigation, an evaluation of the device, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted. The device evaluation confirmed the user report. Error code 224 "scope communication error" was displayed due to a faulty cable unit. The rear cover labels were also fading. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was determined to be unexpected stress on the camera head, cable, and video connectors resulting in the failure of the charged coupled device unit, cable unit or video connector. The unexpected stress is likely due to user handling. The IFU contains the following statements that may help prevent the described failure mode: "do not strike the camera head. The camera head may be damaged." "Do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable." Olympus will continue to monitor for similar complaints.

Event description:
Additional information was provided by the customer on 30mar2021. The event was found upon setting the room up. It was before the patient ever entered the room. The camera was switched out for another camera. The device displayed an error code, but the exact error message is unknown.

Manufacturer narrative:
The device has not yet been returned for evaluation. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the 4k camera head caused a camera reading error. No patient harm or impact to patient care was reported. No other information has been obtained.